Event description:
It was reported that during a da vinci-assisted surgical procedure, the direction of the monopolar curved scissors instrument shifted to the side instead of straight ahead when the scissors were closed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon side console¿s high-resolution stereo viewer while attempting to manipulate instruments. The issue was not related to an inability to move the instrument as the branches shifted upwards when closing. The instrument did not move in the intended direction. There was no shakiness and/or friction experienced/observed. There were no external collisions. The problem was persistent and so the instrument was replaced. There was no injury to the patient as a result of the event. It was also noted that the instrument was inspected before use and no damage was found.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the monopolar curved scissors instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The monopolar curved scissors instrument has been evaluated by the failure analysis (fa) team. Fa was not able to confirm nor reproduce the reported complaint. The instrument was placed and driven on an in-house system and the instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument was contacted to the erbe generator and passed bipolar energy recognition. The instrument was connected to an in-house bipolar cautery cable on an in-house system and passed the energy delivery test. The instrument was fully functional. No product issue was identified. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Corrected information can be found in the following fields: d4 (lot number and UDI) and h4 (device manufacture date).